Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge occurred. The cartridge had to be changed to resolve the issue. There was no reported impact to customer's blood glucose. Additional information was not provided.